Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection via naked eye and camera magnification revealed that the screws were fractured at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted no the product experience report (per). Bone density type is unknown. The reported devices were located on an unknown tooth sites and used for an unknown amount of time. Pictures or x-ray images were not provided. A device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: fracture: screw). January post market trending was reviewed and there were no negative trends or corrective actions for the reported event: fracture screw. Complainant reported that the abutment screw was broken in the patient's mouth. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that 3 abutment screws was broken in the patient's mouth. They were able to remove 2, but one still has a broken portion in the implant. Patient will return at a later date to retrieve the broken portion. This is report 2 of 3.